Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced low blood glucose for 2 to 3 weeks with blood glucose of 50 to 60 mg/dl at the time of the incidents. The customer believes the pump is over delivering. The customer was at 178 mg/dl at the time of the call. The customer used food and juice to treat. The customer was wearing the insulin pump during the incidents. Troubleshooting was completed and the infusion set was still dripping insulin even after the pump was suspended. The insulin pump and infusion set will be returned for analysis.

Manufacturer narrative:
Pump passed the functional testing, including the operating currents measurement, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Pump passed the delivery accuracy test. Pump delivered a bolus properly. No over delivery anomaly noted. Pump had cracked case at display window corners, battery tube threads, reservoir tube lip, minor scratched and cracked display window.